Event description:
A patient reports receiving an uncommanded bolus of 10 units of insulin from their controller. They were able to stop the bolus at 8.5 units of insulin delivery. The patient also reported their blood glucose (bg) level was 199 mg/dl. Upon arrival of the paramedics the patients (bg) level was monitored but no treatment was provided. The patient was able to apply a new pod.

Manufacturer narrative:
The case description states that the user received an uncommanded bolus of 10u which was canceled after 8.05u were delivered. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log confirms that a 10u bolus was delivered and shows that the confirm bolus button and use cgm button were pressed in order to program the bolus. The log files further confirm that the controller was interacted with to enter the bolus calculator, enter no carbs values and used the use cgm option to load a bg value of 199 mg/dl for which the calculator gave a suggestion of 0u given the user's iob of 1.4u at the time the controller then went through the two-step confirmation in order to confirm and start the bolus. The logs show that there was 10u of user bolus adjusted volume for this bolus. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. This bolus was shown to be canceled by the user with 1.95u remaining indicating the 8.05u were delivered to the user. No evidence of an uncommanded bolus was seen in the log files.